Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) of rex g0551 showed no other similar product complaint(s) form this lot number.

Event description:
It was reported that "the PICC was inserted into the pt. The pt had a reaction on flushing the PICC. The pt complained of abdominal pain, redness and chest pain. The physician was called to review the pt and declared that the pt had suffered a "low grade reaction". The pt will be undergoing immunology testing today. The PICC remains inserted."